Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient had post implant complications necessitating surgical intervention with extensive lysis of adhesions performed and the buckled piece of mesh was excised. Medical records were not provided; however, recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. A valid lot number has not been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard device #1 implanted on (B)(6) 2005. An additional emdr was submitted to represent the bard device #2 implanted on (B)(6) 2010. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
On 02/12/2018 the following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent surgery for the repair of a recurrent incisional hernia. As reported, the patient's hernia was repaired with a bard/davol composix kugel, reference number 0010208 (device #1). On (B)(6) 2008: the patient presented to his physicians with complaints of pain and a recurrent incisional hernia necessitating surgical intervention. The surgeon noted that below the fascia was a piece of "buckled kugel composix mesh" and extensive lysis of adhesions was performed and the buckled piece of mesh was excised. It is alleged that a "biologic mesh was placed to repair the recurrent hernia." On (B)(6) 2010: the patient underwent another surgery for the repair of a recurrent incisional hernia. As reported, there was found to be herniation between he previous layers which were debrided. As reported, the patients recurrent hernia was repaired with a bard/davol composix kugel, lot number husl0413, reference number 0010208 (device #2). As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient had post implant complications necessitating surgical intervention with extensive lysis of adhesions performed and the buckled piece of mesh was excised. Medical records were not provided; however, recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. A valid lot number has not been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 4 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. Review of manufacturing records confirms product was manufactured to specification, updated fields: a2, b4, b5, b6, b7, d4 (corporate lot no, expiry date, UDI no), e1, e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. This supplemental emdr represents the mesh ¿ composix kugel (device #1). An additional supplemental emdr was submitted to represent the mesh ¿ composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
02/12/2018 the following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent surgery for the repair of a recurrent incisional hernia. As reported, the patient's hernia was repaired with a bard/davol composix kugel, reference number 0010208 (device #1). (B)(6) 2008: the patient presented to his physicians with complaints of pain and a recurrent incisional hernia necessitating surgical intervention. The surgeon noted that below the fascia was a piece of "buckled kugel composix mesh" and extensive lysis of adhesions was performed and the buckled piece of mesh was excised. It is alleged that a "biologic mesh was placed to repair the recurrent hernia." On (B)(6) 2010: the patient underwent another surgery for the repair of a recurrent incisional hernia. As reported, there was found to be herniation between he previous layers which were debrided. As reported, the patient's recurrent hernia was repaired with a bard/davol composix kugel, lot number husl0413, reference number 0010208 (device #2). As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: on (B)(6) 2005 - patient was diagnosed with recurrent incisional hernia thereby underwent open hernia repair with the implant of composix kugel mesh (device #1). Per operative notes, "there were pieces of mesh (unknown). Multiple hernias were encountered and connected between one single defect. The adhesions were removed. A composix kugel mesh (device #1) was placed in the abdomen and positioned." On (B)(6) 2008 - patient was diagnosed with recurrent incisional hernia thereby underwent open hernia repair with the implant of biologic mesh and removal of composix kugel mesh (device #1). Per operative notes, "an outer mesh layer superficial to the fascia was encountered. The fascia was opened, below was a piece of buckled composix kugel mesh (device #1), this was dissected free and lysis of adhesions were performed. A piece of biologic mesh was positioned and sutured circumferentially." On (B)(6) 2010 - patient was diagnosed with recurrent incisional hernia thereby underwent debridement of abdominal wound and portion of mesh and implant of composix kugel mesh (device #2). Per operative notes, "some hernias were identified with a larger hernia on midline. Herniation between layers of mesh was noted and it appeared to be an allograft. The mesh was debrided and lysis of adhesions was performed. Some omentum was divided and oozing. The hernia was reduced and the composix kugel (device #2) was placed. The area was irrigated and drain was placed." Attorney alleges that the patient had adhesions, pain and hernia recurrence.